Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleged his onetouch ultra2 meter was reading inaccurately when he tried to test his blood sugar. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue occurring the week prior to contacting lfs. The patient obtained a reading of ''395mg/dl'' on his lfs meter. The patient reported using non adjusting insulin (unknown type) to manage his diabetes. The patient reported he normally tests his blood sugar 4-6 times a day and his typical readings are usually under ''150mg/dl.'' The patient reported, in response to the high reading, he self administered 5 units of insulin. However around 2:50-3:00am, he woke up feeling sweaty, which he attributed to low blood glucose. The patient reported testing again and obtained a reading of "33mg/dl" on his lfs device. Due to the low reading of 33mg/dl, he ate 2 brownies and within 10-20 minutes his symptoms abated. The patient denied testing on another device. At the time of troubleshooting, the cca determined the 2 readings had been taken greater than 20 minutes from each other. The cca noted that patient was using the same approved sample site to obtain the samples. The cca documented that the subject meter was in the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims the meter was reading inaccurately high, therefore, he self administered insulin and suffered symptoms suggestive of hypoglycemia.